Event description:
Received additional information from the patient¿s wife who stated the following events occurred: the patient had received 2 injections of dilaudid earlier in the day. Following a discussion about palliative care, morphine 1 mg/hr was recommended for his air hunger and oxygen saturations in the low 90s. Although he was ¿dnr¿ status he was awake and talking. She stated that she was in the room and although the event log and the medical record show morphine infused for a few minutes around 9 pm, she is sure it was not connected to the patient so zero volume infused. Immediately after the midnight morphine infusion was started the patient had a long, severe seizure, became unresponsive, and had a respiratory arrest; after her urging the nurses to ¿do something¿ because he had previously been awake and stable, he was placed on bipap with a rate in the 20s and she feels the bipap is the reason he did not have agonal respirations. At about 1:30 am she noticed the 250 ml morphine bag was completely empty. She and 2 nurses searched for leaks and found none. She was not offered the option for narcan administration and stated that at about 4 am the physician who spoke with her by phone actually suggested against giving a reversal agent as the patient might then experience pain. She reported that the coroner¿s report indicated the cause of death was a morphine overdose.

Manufacturer narrative:
Additional medwatch information provided.

Event description:
Received sus voluntary event report, mw 5075012 which states: morphine drip free flowed into pt while connected to alaris pump. Pt on comfort care, drip started at midnight and nurse noted 250cc bag to be empty at 0123. Pt vital signs stable except drop in bp about 0400 prompting fluid bolus. Had seizure at about 0615 then expired at about 0630. Wife declined narcan to reverse morphine. Two physicians reviewed case and felt unlikely death result of morphine due to absence of agonal respirations; reason no conclusions were made until we received toxicology report. Received tox report from coroner on (B)(6) 2018 that it was positive for large amount of morphine. Dates of use: (B)(6) 2017. Diagnosis or reason for use: manage morphine drip.

Event description:
Received a copy of an sus voluntary event report from FDA, which was determined to be related to this file, and states ¿my husband was supposed to receive a very low dose of morphine, 1 mg drip per hour to ease his breathing. At about 12:00 am, they connected the IV to his port. The IV pump was a carefusion alaris pump, model 8100. When they connected it to my husband's IV port, he went out immediately and then within minutes he had a massive seizure where he rose up, his arms spread and raised. His eyes lids were wide open but his eyes were rolled back completely. It seemed to last forever and then he fell back on the bed and he wasn't breathing. I told the 2 nurses to do something and they asked me if he had ever had morphine before which I answered yes. Then they asked me if he was dnr which I answered yes. I kept saying "do something.'' They discussed what they could do and decided they would get the bipap machine, which they had to go and get. At this time, my husband is not breathing and still connected to the carefusion alaris pump. Once the bipap was on his respirations started up and was at such a regular intervals, it was unbelievable. They said he was ok and kept commenting on how comfortable he looked. At about 1:30 am, I happened to look at the clock and then the IV tree, the 250 ml bag was empty. I said to the nurse ''(B)(6) the bag is empty, "is that bag supposed to be empty. He said no it isn't empty," so I said to him "it sure looks empty to me." Well then he went over to it and said "oh it is empty." He quickly checked the pump then got the other nurse. They started checking for leaks, feeling everything for moisture, checking the floor for puddles, checking the bedding under my husband's arm for moisture. They held up the IV tubing that was connected to my husband's arm and it was completely empty from the pump to my husband's arm. There was only air in that tubing all the way to his arm. They brought in the nurse practitioner, disconnected my husband from the IV and took the pump away. I keep asking to talk to a doctor and was told there wasn't one there was only the nurse practitioner. I said this is ICU there must be a doctor here somewhere and they said no. They again said I could talk to the nurse practitioner and I said "no, I want to talk to a doctor." My mind was going a 100 miles an hour. I knew this was a deadly mistake. Finally I realized there was a camera . In the room for a remote doctor and I said "there is a camera in this room and I know there is a doctor somewhere behind that camera, and I demanded to talk to them. Finally they got a doctor on the phone, around 3:30 am. Per the doctor's order they gave him fluids via IV and also dopamine. They led me to think that he may come out of this. The pump went to (B)(6) medical center's I investigative dept to figure out what happened. I spoke to (B)(6) and she said they could not duplicate the event so they sent the pump back to the MFR, carefusion. She would not give me the serial number of the pump. I asked her if she had seen the recalls regarding that pump and she said there were no recalls on the carefusion alaris pump. I had found several on the companies web site and also at the FDA's website. My husband was declared at 6:33 am. At about 2:00 pm, I received a call from the (B)(6) coroner's office because a nurse from the hospital reported what had happened and apparently the doctor was signing my husband's certificate with cause of death as "natural". This was not a death from natural cause. This was an extreme overdose of morphine, 250 mg's of morphine and that 250 ml bag free flowed, gravity fed into my husband. The coroner asked my permission to do an autopsy which I allowed and now am waiting for the results. My husband is (B)(6). He was at (B)(6) medical center in (B)(6) from (B)(6) 2017 to (B)(6) 2017. The deputy coroner is (B)(6). I am very concerned that the pump was sent back to the MFR. I feel it should have gone to an independent investigation team. The coroner does not have the serial number either but the hospital would. "Can you help."

Manufacturer narrative:
The customer¿s report of morphine infusing faster than expected was not confirmed. Analysis of the pcu event log shows that at 8:53 pm on (B)(6) 2017 the pump module alarmed for flo stop open for 11 seconds. At 8:54 pm, the user programmed an infusion of morphine drip opiate naïve 250mg in 250ml to infuse at 1ml/hr with a vtbi of 200ml. At 9:17 pm the module was channeled off. At 12:02 am on (B)(6) 2017, the user restored and started the previous infusion running at 1ml/hr. At 1:23 am, the device alarmed for flo stop open for 3 seconds. The door was closed and then opened and then closed again. At 1:24 am, the user restarted the infusion and then paused it 30 seconds later. Twenty-five seconds later, the user restarted the infusion again. At 1:26 am, the user paused the infusion, and at 1:28 am channeled the device off. The volume recorded as being infused during this period was 1.497ml. The pcu event log shows that the flo stop open alarmed for a total of 14 seconds for this device during this period. The root cause of the report of morphine infusing faster than expected was not identified. The devices and disposable set were not returned for investigation. No devices received, log review only.

Event description:
The customer reported that a terminal patient¿s morphine infusion (1 mg/ml, 250 ml bag) was expected to infuse during the evening at 1 mg/hr with a vtbi of 200 ml. The user checked the bag around midnight and it appeared to be full. During a subsequent check at 1:23 am, the bag was found to be empty. After the event, the patient did not appear to be in distress, and had respirations in the 20's with no agonal respirations observed. The patient¿s family was aware of the event, and declined any related medical intervention and any reversal agent administration. A hospital internal investigation using cqi data determined that a free flow alarm occurred (indicating the door was open with the flow stop in the open position) for an extended duration of approximately 4,000 seconds. The patient later expired. Although a toxicology screen was positive, two physicians determined that the patient outcome was due to the underlying disease state. An event log review was requested, with an explanation of individual key press entries of the log report between 8:00 pm on (B)(6) 2017 and shortly after 1:00 am on (B)(6) 2017.